Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012: during evaluation, the keypad cover was removed and there was contamination found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button required multiple hard button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded appropriately.